Event description:
Information received indicates a blood gas leak was detected in the unit after approximately two hours of use. The unit was replaced with no affect to the pt due to device change-out.